Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a 315 error code. This issue occurred during preparation for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, & h6. Based on the results of the investigation, a probable root cause could not be identified.